Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The nc trek balloon dilatation catheter (bdc) referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat the anterior descending artery. The 3.0x15mm nc trek balloon dilatation catheter (bdc) and the ht balance middleweight universal ii (bmw) guide wire were positioned together. It was noted the bdc met resistance with anatomy during advancement. During removal the balloon was observed to be fixed (stuck) in the distal part of the bmw universal ii guide wire. After the procedure the balloon was removed from the guide wire and it was noted that the distal hydrophilic layer of the guide wire was lost. It was perceptible to the touch. There was no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The report of the distal hydrophilic layer of the guide wire was lost (peeled/delaminated) was unable to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As the reported peeled/delaminated was unable to be confirmed during return analysis, it is possible that interaction with the anatomy/other devices and/or a coagulation of blood/contrast on the guide wire resulted in the reported difficult to remove; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Interaction/manipulation of devices likely resulted in the noted stretched coils; thus possibly contributing to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.